Event description:
Additional information indicated that the patient had a medical history of paroxysmal atrial fibrillation. The patient was discharged 7 days following the onset of the event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month following the implant of the bioprosthetic transcatheter valve the patient¿s family reported the patient was acting differently, details not provided other than generalized weakness for the ¿last couple days¿. There was suspicion the patient had a stroke. Emergency service was called and the patient was transported to the hospital. The emergency department noted a non-focal examination with mild drowsiness but easily awoke with a couple of moves all four extremities. Some mild tremoring was noted bilaterally. The patient was on an anti-coagulant due to atrial fibrillation. The onset date was not reported. The laboratory data was ¿significant¿ for hypernatremia at 152 and the creatinine was elevated at 1.73. Mild hypercalcemia was also identified. As reported, the symptoms seemed attributable to over-diuresis and hypernatremia. A head computed tomography (CT) was performed given the altered mental status which showed a left-sided intraventricular hemorrhage with some ventriculomegaly, but there was no prior to compare. Additionally, the head CT noted brain atrophy and white matter gliosis present. Ventriculomegaly and multiple lacunar infarcts were present. Left ventricular hemorrhage in the occipital and temporal lobes noted. There was no extra-axial hemorrhage observed. Scattered paranasal sinus mucosal thickening was present. There was opacification of multiple mastoid air cells. The plan was to reverse the anticoagulant. Prothrombin complex concentrate (pcc) was ordered. A repeat head CT was to be performed the next morning, and the patient was approved for neurological stepdown. Anticoagulation was held. The patient was to undergo additional testing 4 days later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the patient was discharged home in stable condition. The patient had not been compliant with subsequent follow-up visits and was unable to be contacted.